Event description:
It was reported that at the end of a routine pvp procedure, the pt experienced a "massive myocardial infarction", and that CPR and life saving measures were performed for one hour and the pt could not be received. Per the physician, the pt's death was likely due to anesthesia and was unrelated to the laser, which functioned without incident.

Manufacturer narrative:
The physician indicated there was no device failure, and no device eval is anticipated.